Manufacturer narrative:
Device evaluation: visual inspection showed the male luer stem of needle introducer appeared to have been inadvertently bonded to the female luer during assembly and when it was removed the luer cracked/split.reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a dlp aortic root line cannula with vent line, it was reported that the needle was inserted into the cannula and could not be taken off. The customer stated that the connection to the myocardial protection circuit was not possible, so it was replaced with a different product. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage, but the needle (steel) inside the cannula did not come out. Medtronic received additional information that the defect was confirmed prior to placement, so it was not placed. A product of a different lot was used.